Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8216-50. Serial number: (B)(6). Batch/lot number: 7080727. Model/catalog description: artisan lead 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was at the emergency room due to incision drainage. The patient underwent a revision procedure wherein the spinal cord stimulation (scs) system was explanted and re-implanted due to suspected pocket issue and seroma. Patient was doing well postoperatively. The explanted device components were kept by the facility and will not be returned.